Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a small crack on the battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip. No data was available because the insulin pump was returned without a battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had issues with delivering insulin. Customer's blood glucose was 8.2mmol/l. Customer's mother stated the device delivered 17 units in the span of an hour and a half. Customer stated no buttons were pressed and device started delivering insulin. Customer's mother stated it was not the first time this had occurred. No further information reported.